Event description:
It was reported to vyaire medical that the vela ventilator was giving xdcr (transducer) fault, circuit disconnect and that the customer was not hearing the turbine cycle during the ovp (operational verification procedure).

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.